Event description:
The pt required frequent readjustment of his speech processor program. Upon examination by a surgeon, it was determined that the electrode array lead wire of the implant had extruded through the pt's lympanic membrane. The pt is able to use the device. Plans for remediation have not been finalized.